Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: lo, 149 mg/dl, and 128 mg/d . No actions was taken based on device results. No adverse event reported. No quality controls used. No adverse event repported. Requested return of suspect device and replacement was sent.